Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found poor sampling and no pressure in the degasser. He replaced all valves in the diluent pathway for both channels, replaced the three-way valves for the ion-selective electrode (ise), decontaminated both ise channels, and replaced the sampling mechanism. The fse also found the gear pump pressure not properly reaching 300-320 kpa and the degasser line disconnected. He replaced the gear pump, and reconnected the degasser line. Calibration and qc were performed with acceptable results. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 150 mmol/l. Repeat result: 141 mmol/l.